Event description:
Pt's test strips are off center. Family member did not report any symptoms. Pt obtained a low reading on the meter, and treated themself for low. Pt did not seek medical attention or call md. Customer service was unable to resolve the issue and sent pt a new vial of test strips.